Event description:
It was reported patient stated the battery was turning off without controller. It was noted this had occurred for approximately two weeks. It was noted no scheduled therapy was active. Current impedance measurements were reviewed and are normal. Longevity calculation was performed to estimate implantable neuro stimulator (ins) battery life. Patient first stated she charged ins every 6 weeks. However, calculation indicated a need to charge (bol 22.7 days and eol 10.8 days - estimated approx. 15-16 day recharge requirement). It was discussed with patient to keep a diary. At the time of this report, no further details were reported. Additional information was requested and will be provided when it becomes available.

Manufacturer narrative:
(B)(4).